Event description:
It was reported that during a lobectomy procedure, when the cartridge was replaced after the first firing, it was very hard to remove it. As the cartridge was removed forcibly, it was broken and a broken piece could not be removed from the jaw. Another device was used to complete the procedure. There were no adverse consequences for the pt.

Manufacturer narrative:
(B)(4). (B)(4). Info anticipated, but unavailable at this time.